Event description:
Pt's tpn pump empties early - unsure how early - including 150ml overfill. Pump empties bag at some point during 3 hr down ramp. Pt thinks it is infusing during "most" of the down ramp.